Event description:
The customer reported the unicel dxc 800 pro synchron instrument had mc (modular chemistries) sample probe leak during prime cycle. Customer reported the probe only leaked during prime cycle. Leak fluid was unknown with the volume of about 50 millimeters and contained to the instrument. Customer reported no erroneous patient results have been generated. No exposure reported. Customer was wearing lab coat and gloves.

Manufacturer narrative:
The field service engineer (fse) removed and inspected the mc (modular chemistries) waste vacuum valve assembly but didn't find any obstruction with the valve. However, fse reported of hearing the clearing of an obstruction in the waste line below the waste vacuum valve assembly by vacuum system. Fse couldn't determine the cause of the obstruction but reported the leak resolved upon clearing the obstruction.